Event description:
It was reported that the pt had a problem with her neurostimulator. On (B)(6) 2009, the pt stated that she had numbness in both of her legs. The pt felt numbness trying to get out of bed and "can not move." The pt stated that she had talked to health care professionals and they "seem to think it is the neurostimulator device." On (B)(6), 2010, the pt reported another problem with her neurostimulator. The pt reported feeling a "shocking or jolting sensation." The pt stated that when she turned on her neurostimulator she felt "harsh" jolting. The pt also stated that she is able to feel stimulation after the device is turned off. In addition, the pt reported that she is having problems recharging her device. She stated that her device sometimes does not charge fully and other times will take "all day" to fully charge. The device was explanted on (B)(6) 2010 and the pt recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.